Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon did not deflate. The lumen was cut but the water did not flow out as it should. The catheter was then pulled from the patient to remove. Per additional information provided by the ibc via email 23jan2019; there was no patient injury and no additional intervention required.

Event description:
It was reported that the catheter balloon did not deflate. The lumen was cut but the water did not flow out as it should. The catheter was then pulled from the patient to remove. Per additional information provided by the ibc via email 23jan2019; there was no patient injury and no additional intervention required.

Manufacturer narrative:
The reported event was inconclusive. Based on the evaluation, the sample was classified as poor sample condition and several tests could not be carried out to determine the root cause of the problem. The exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]" Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.